Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, an alert for high hv lead impedance was observed. Subsequential tests produced normal values. No anomaly was seen via x-ray. Device remains implanted.